Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): battery - high impedance. The elective replacement indicator (eri) is the result of high internal battery resistance.

Event description:
It was reported that the pulse generator triggered elective replacement indicators (eri) and there was possible early battery depletion. The pulse generator was removed and replaced. No patient complications have been reported as a result of this event.